Event description:
It was reported that the device was damaged after unpacking. The device is expected to be returned before feb. 8th. There were no patient complications reported. Is clinical? No. What was the patient condition following procedure? Stable. Where did the problem occur? Outside the patient. Was the problem associated with labeled use? Yes. Event resolved? Yes.

Manufacturer narrative:
As received the specimen consisted of one-1 each hydro gw stf std s 150-035; returned coiled, loose and double-bagged within "zip-lock" style poly pouches. The specimen presented an overall length of 150.75cm and a finished diameter of .02790" to .03285". The specimen presented skive/cut damage in a proximal to distal orientation 22.6 to 41.5cm from the distal tip, exposing the metallic core wire 23.1 to 40.7cm from the distal tip. The specimen also presented a large radius bend over the distal 11.5cm. Except where noted, the specimen device appeared visually and dimensionally correct. The skive/cut damage presented by the specimen is not consistent with the reported claim of "the device was damaged after unpacking." The skive/cut damage presented by the specimen appears consistent with withdrawal through a metal cannula or needle. As noted in the device instructions for use (dfu) warnings: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. The dfu precautions also indicate: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling and/or procedural factors have contributed to the event as reported. If any further information is received, a follow up medwatch report will be submitted.